Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient tried turning on their implantable neurostimulator (ins) but nothing happened. The patient was meeting with a different manufacturer representative at their physician¿s office to see if they could get the device working. It was noted that if they could not get the ins working, then the physician was going to remove the stimulator and implant one from a different brand. No patient symptoms were reported and there were no complications. Indications for use are spinal pain and failed back surgery syndrome.